Event description:
I was replacing my dexcom g6 sensor and the applicator malfunctioned and did not release the sensor. The sensor was stuck in the applicator and I was not able to remove the applicator. The sensor could not be used. Dexcom was contacted of malfunction. FDA safety report ID#: (B)(4).